Event description:
On july 6, 2010, a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment hex fractured.

Manufacturer narrative:
The fractured abutment was returned to sybron implant solutions (B)(4) for evaluation. A visual inspection indicated that the abutment had become loose and the resulting overload and stress that was exerted on the abutment over a prolonged period of time caused it to fracture. The visual inspection also indicates that the abutment meets product specifications. The abutment fracture was not due to a design flaw or manufacturing error.